Manufacturer narrative:
The visual inspection performed on the returned prosthesis confirmed the absence of pre-existing defects; the damages observed on the leaflets are reasonably related to the reported attempt to manually coapt the leaflets. The manufacturing and material records for the perceval/ heart valve, model #icv1211 , s/n #(B)(4), as they pertain to the reported event, were retrieved and reviewed by quality engineering at livanova canada corp. The results confirmed that this valve satisfied all material, visual, and performance standards required for a (model #icv1211) perceval heart valve at the time of manufacture and release. In order to allow an exhaustive evaluation of the functional behavior, the valve underwent hydrodynamic testing in simulated physiological conditions. The effective orifice area (eoa) at 70 bpm, 5 l/min of cardiac output and mean aortic pressure of 100 mmhg is 3.26 cm2, well above the iso 5840 minimum requirement 1.70 cm2. For a cardiac output of 5.0 l/min and mean aortic pressure of 100 mmhg, the regurgitant fraction is 7.4% and it is below the requirement of iso 5840 (rf% < 15%) for a prosthesis of equivalent tad. No anomalies were observed during the open/close cycle. Based on the performed analyses, no coaptation defects, or regurgitation were detected, then it is possible to exclude any relationship between the reported issue and the pvs valve quality. Based on this information no problem was found with the device, however the root cause of the reported intra-operative dysfunction cannot be determined via the performed investigations. Based on the information that the device was replaced with a magna ease 25 it is possible that the observed issue may have been attributable to an oversizing of the perceval valve. However, this root cause cannot be confirmed.

Manufacturer narrative:
The manufacturer performed a gross inspection of the returned device. The returned valve prosthesis was received in general good conditions. Slight traces of blood were observed on the inflow side.

Event description:
On (B)(6) 2018 a perceval pvs27 was intended for implant. The leaflets appeared to be separated and complete coaptation was not achieved. The valve was explanted and a magna ease 25 valve was implanted. No patient impacts or incidents occurred. The failure to implant resulted in 40 minutes of additional x-clamp and cpb time.